Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewed the error log. Fse was unable to reproduce error 4153, but reproduced error 4276 by performing an all set home function and found a dropped cup under the incubator cover, fse replaced cup and cleaned incubator. Fse checked all alignments for the cup transfer assembly, all alignments were okay. Fse ran the cup transfer test without any errors. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states: [4153] c. Trans-z home overrun. Cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. [4276] incubator positioning error. Cause: the home sensor s120, which is supposed to detect the incubator when it reaches the target position failed to be activated. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. The most probable cause of the reported event was due to cup stuck under incubator cover.

Event description:
A customer reported getting error messages "4153 c. Trans-z home overrun" on the aia-900 analyzer. The customer verified solid waste was not full, rebooted the analyzer and repeated samples, but error persisted and "4276 incubator positioning error" also occurred. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay of alpha-fetoprotein (afp) results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.